Manufacturer narrative:
Follow-up #1 date of submission 03/22/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed several zero force loss of prime warnings and "no cartridge detected" warnings. An "ezprime" operation was performed and during the "load" step, the pump did not detect the cartridge. A "no cartridge detected" warning was emitted. The pump was opened and an intermittent/broken force sensor pin was found on the force sensor flex.

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging that the pump dispensed insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction number: 2531779-03/24/2010-003-r. (B)(6).